Manufacturer narrative:
Concomitant medical products: 6719, adaptor, implanted: (B)(6) 2019; 310c33, tissue valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited oversensing during a run of non-sustained ventricular tachycardia (vt). It was noted that the lv lead was hooked in the right ventricular (rv) port of the device and the coronary sinus coil of the lead was being used like an rv coil. The lv lead remains in use. No patient complications have been reported as a result of this event.